Event description:
While repositioning a balloon catheter during percutaneous gastrostomy tube insertion, md noted to have resistance when tugging on catheter. When catheter removed from body, partially inflated balloon was not on catheter. Balloon noted in abdomen on fluoroscopy.